Manufacturer narrative:
Continued e.1 (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported left side "...intracapsular rupture... The fibrous capsule appears slightly thickened on the seat on the left due to notes of capulitis, reactive lymph nodes of about 10 mm in the axillary cords." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed unidentified (tear) opening. Shell thickness within specification. Lymphadenopathy: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "...intracapsular rupture... The fibrous capsule appears slightly thickened on the seat on the left due to notes of capulitis, reactive lymph nodes of about 10 mm in the axillary cords." Device has been explanted and replaced.